Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant wasn't completely covered with bone, no thread tap used, blood coagulation disorder, peri-implantitis, pain, numbness, swelling, abscess, inflammation.